Event description:
It was reported that there was a malfunction resulting in o2 leak. There was no patient involvement.

Manufacturer narrative:
The customer declined service. No repair information available. A: no report of patient involvement. D4. Primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.